Event description:
Patient was laying prone on table having bone scan. Table was at the lowest point. When postitioning camera laterally the camera continued drifting into patient. The stop button was pushed but the camera continued drifting pinning the patient to the table with the camera in the small of her back. The patient was pinned to the table for approximately 10 to 15 minutes before being freed. The patient was immediately brought to the emergency room, evaluated and diagnosed with back contusion. She was discharged with instructions to use ice for 10 minutes every 2 to 3 hours, bedrest for 24-48 hours, and a prescription for pain medication. She was instructed to follow up with her physiciandevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.